Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the buttons of the insulin pump. Customer states that the buttons would stop working and he would end up getting an error. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents, no unexpected failed battery test, battery out limit, or weak battery alarm during testing. All buttons operating correctly, however found corroded traces on the keypad. No battery error, black circle, or empty battery icon on the display during testing. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratch on the lcd window and scratched reservoir tube window.